Event description:
The unit was returned to covidien service center with the fault display, crt/lcd. Covidien service center found the unit had missing segments in the display. No pt harm reported.

Manufacturer narrative:
Covidien service center confirmed that the display had missing segments. The customer did not approve repair. The customer purchased a new unit.